Event description:
It was reported that the patient experienced syncope due to a suspected dislodgment of the left ventricular (lv) lead. Diagnostic imaging was performed and confirmed a dislodgment of the lv lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the left ventricular (lv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.